Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. The esu was used in a colonoscopy to remove a 1 cm stalked polyp in the sigmoid colon. The settings were swift coag at effect 2, 20 watts. When activated, there was no output. After the procedure, the patient went to work but experienced pain. Therefore, he went to the emergency room and was admitted to the hospital. A micro-perforation was detected but no surgical intervention was required.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly (note: some unrelated service work was performed on the unit.). In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event of no output or the patient's incident of a micro-perforation. Since no output problem was found, the customer will be instructed to evaluate or have an evaluation performed on all of the accessories (i.e., cables/cords, footswitch, attached instruments, etc.) That are being used with the unit to ensure that they are functioning properly. Also, the account will be advised to ensure that all connections are secure. Based upon past reported events, upon the removal of the polyp, the remaining wall was not sufficient to stay intact. With the patient going to work right after the procedure, his movement could have caused the compromised tissue to tear (i.e., develop a micro-perforation). However, no conclusive determination could be made as to the cause of the event. To further address the issue, additional in-service work will be offered to the account. No trends were identified with the reported incident. Erbe USA, inc. Is now closing the file on this event.